Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through 410psr on 19-oct-2015 and 25-jul-2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis identified deformation and voids in the shell and gel observed after autoclave cycle, and white biological tissue on the device shell. Weight measurements were to specifications. The events of capsular contracture and double capsule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Medical staff reported right side "double capsule" and capsular contracture baker grade iii. Device has been explanted.